Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a foreign material issue was encountered. It was reported that a 2-3 inch "string like" foreign body was removed from the patient when the pentaray was removed. The caller stated that no other foreign bodies were found under fluoro. The sheath is use was an agilis nxt, 8.5f by abbott and there was no difficulty while maneuvering the catheter during withdrawal. The pebax was physically damaged and the foreign material was loose (with movement).

Manufacturer narrative:
On 7-feb-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a foreign material issue was encountered. It was reported that a 2-3 inch "string like" foreign body was removed from the patient when the pentaray was removed. The caller stated that no other foreign bodies were found under fluoro. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 31144273l number, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a foreign material issue was encountered. It was reported that a 2-3 inch "string like" foreign body was removed from the patient when the pentaray was removed. The caller stated that no other foreign bodies were found under fluoro. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that one spline has a small damage electrode. The electrode was observed dented and partially lifted; no internal components were exposed. No other issues were observed during the visual inspection. In other hand, customer refer that "string like" foreign body was observed on the catheter, however, during the analysis in the lab, no foreign material was identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The issue reported by the customer was confirmed, since the foreign material reported on the catheter could be caused by the damage observed on the electrode and could be related to the used sheath during the procedure, however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. Even though the foreign material reported by the customer was not returned for analysis, the damage electrode could cause the reported event. Inserting a catheter with a partially lifted electrode into a sheath could trigger the issue reported by the customer. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).